Event description:
One of four (4) physician-reported post implant infections. All four (4) pts had a spinal cord stimulator implant, medtronic model 7427, implanted between 2003 and 2004. This pt's stimulator was explanted, 2003. Pt had fever, chills, right gluteal pocket redness/drainage.